Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument had a broken cable. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was no observed intraoperative collision or misuse involving the instrument. No issues were identified with the opening/closing of the grips, left/right motion of the grips, or up/down motion of the wrist. Cables were protruding from the distal end of the instrument. The reporter confirmed that there was no patient injury. The reporter was unable to disclose the patient demographic information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed by failure analysis.